Event description:
It was reported via repair work order that the jack could not lower due to a malfunctioned jack assembly. Also, the side rail could not remain latched due to a missing compression spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.